Event description:
It was reported the system failed to boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses and the circuit board were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.